Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided: date of birth - month and day ni. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2016-00673 & 00709 / 00710). Discarded.

Event description:
During the revision procedure, the femoral head could not be removed from the femoral stem, causing a thirty minute delay and removal of the stem. All remaining components were removed and replaced.